Manufacturer narrative:
(B)(4)

Event description:
It was reported that premature eri was observed via remote transmission. Review of the transmission confirmed the battery voltage had rapidly declined. The device was explanted and replaced. The patient was asymptomatic and discharged the same day.